Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their implant battery is depleted and their therapy is not working. The patient stated that the implant battery started to fail over a year ago or 2 years ago back in 2023. They'll be having their ins moved to a new location in their body from left to right between now and june11th.

Event description:
Additional information was received from a manufacturer representative (rep). Everything with our equipment and the procedure was fine. The patient just stopped responding to therapy.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# (B)(6) , serial# implanted: (B)(6) 2020. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-feb-26 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. The reason for call was the patient said they were disappointed that they did not get better results from the interstim device. Patient is up 3-4 times a night. Patient has tried all of the programs and increased the stimulation. Patient said they had gotten a call from someone about checking ins battery life and patient had questions about the ins and replacement. Documentation of reported event. Reviewed therapy adjustment options with patient. Redirected to hcp. Patient stated their hcp is no longer there. Emailed patient information per request. On 2025-may-23 additional information was received from the patient. They reported that apparently the doctor messed up putting their leads in. They will be switching the leads to the other side on (B)(6) 2025 because he thinks it will fix the issue with him leaking every hour.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va22c6p, implanted: (B)(6) 2020, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 09-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.